Event description:
It was reported that during a follow up in clinic, loss of capture, low pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The physician suspected the dislodgement was due to fibrotic tissue on the lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.